Manufacturer narrative:
No product was returned; therefore, visual and functional tests could not be performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be re-opened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient had 3 cassettes with which had encountered a high pressure alarm while using the pump. The patients felt that they have not been feeling well, more fatigued, and the onset of these symptoms are unknown. The outcome of the events was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: additional information received. Patient details updated. Date of event is unknown. The lot numbers of the affected cassettes are unknown. Quantity of affected cassettes was not provided.